Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.